Manufacturer narrative:
Additional information: h6 one ensite x display workstation (dws) z4 was received for evaluation. Based on the investigation, and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Device received for evaluation. Follow up report needed to address analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During the typical atrial flutter procedure, output issues with the display workstation were noted resulting in the procedure being cancelled. It was reported that the display workstation was requiring a user password, following an error "failed to create in progress file". The lab characterization file was not available to be selected on the email address in voxel mode nor in navx and the error persisted. The procedure was cancelled. The procedure was rescheduled and completed later that afternoon.